Event description:
It was reported that during an unrelated surgical procedure, patient's leads were cut. As a result, surgical intervention was undertaken in 2020 where the system was explanted on an unknown date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.